Manufacturer narrative:
B5; additional information received ; it was confirmed that the iiib endoleak was in etlw1616c124ej and etbf2513c145ej. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
An endurant ii stent graft system was implanted during the emergency endovascular treatment of a ruptured aaa. The endurant stent graft main body (etbf2516c145ej) and endurant limb (etlw1616c93ej) was implanted in the left main common iliac artery, an additional endurant limb (etlw1616c124ej) was implanted in the contralateral right side and the procedure was completed. It was reported on an unknown date, follow up CT identified an endoleak from the right leg (etlw1616c124ej). A small amount of leakage was also confirmed in the left leg of the main body (etbf2513c145ej); emergency intervention was completed where additional etlw1616c93ej were implanted up on both sides. Post intervention follow-ups revealed that blood flow from the left leg to the peripheral region was limited. A fem-fem bypass was performed after adding a non 10mm mdt stent to the left leg aortic branch. Per the physician the cause of the endoleak is undetermined. For the limb occlusion it was noted that after the intervention where the additional endurant limbs were implanted the stent skeleton did not appear to be flattened. It was suspected that the grafts anchor had fallen within the limb which became tripled due to the additional limbs internal tension resulting in inhibited blood flow.